Event description:
The service report shows that the device failed the incoming evaluation system leak test. The nellcor puritan bennett factory service rep inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.